Manufacturer narrative:
B5: upon follow up, it was reported that the treatment with seronom and amikacin was discontinued. Twelve days after the event onset, the patient was discharged from the hospital. At the time of report, the patient was recovered from the event. Eight days after the event onset, pd therapy was discontinued. It was reported that the pd catheter was removed and the patient shifted to hemodialysis once a week. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as due to "care taker change". One day after the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1g, loading dose, discontinued, route not reported), amikacin injection (500mg as loading dose, discontinued, followed by 100mg each bag, ongoing, intraperitoneal, frequency not reported) and seronom injection (1g as loading dose, discontinued, followed by 100mg each bag, ongoing, intraperitoneal, frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.